Event description:
Instrument/device had a prong missing in the cord. So, it would not connect to generator. During a procedure the ethicon harmonic handpiece was opened to the field passed off to the circulator to plug in and the device/instrument was found to have a missing prong in the connection to the generator, so the generator did not recognize the device. It was defective.